Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: batailler, c., bordes, m., lording, t., nigues, a., servien, e., calliess, t., & lustig, s. (2021). Improved sizing with image-based robotic-assisted system compared to image-free and conventional techniques in medial unicompartmental knee arthroplasty. The bone & joint journal, 103-b(4), 610¿618. Https://doi.org/10.1302/0301-620x.103b4.bjj-2020-1453.r1.

Event description:
It was reported that on literature review "improved sizing with image-based robotic-assisted system compared to image-free and conventional techniques in medial unicompartmental knee arthroplasty", ninety three (93) patients underwent a primary uka procedure assisted with a navio robotic surgical system where cemented journey ii uni implants were used. From these patients, a total of twenty eight (28) patients had a tibial component undersizing diagnosis defined as a distance reduction between the cortex and the tibial implant edge greater than 3mm when compared with preoperative x-rays. These twenty eight (28) patients included: one (1) patient with undersizing related to the anterior tibia measured as the distance between the cortex and the anterior edge of the tibial component and twenty seven (27) patients with undersizing related to the posterior tibia measured as the distance between the cortex and the posterior edge of the tibial component, both assessed on a ap radiograph. No additional details were provided regarding the clinical symptoms experienced by each patient, if any. The outcome of all patients is unknown. No further information is available.

Manufacturer narrative:
The navio surgical system be/fr/de, part number npfs02020, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. The clinical/medical investigation concluded that the study did not assess functional outcomes. The author has provided radiological assessment of the imaging within the text; therefore, further analysis is not warranted. As of the date of this medical investigation, the requested clinical documentation has not been received; therefore, no clinical factors were concluded to have contributed to the reported events. The patient impact beyond the reported undersized tibial components could not be determined based on the limited information provided in the literature. No further medical assessment can be rendered at this time. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The navio surgical system is a surgical tool designed to assist the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon retains all responsibility for the planning and the conduct of the surgery during which the navio surgical system is being used. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with incomplete points collection. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case (B)(4) section h6 (clinical code and impact code) were corrected.